Event description:
It was reported there was a programming concentration error. A manufacturer representative was on their way to assist the physician. The patient was doing well. It was later reported the patient came in to the office on (B)(6) 2014 and was doing fine. The doctor refilled the pump and reprogrammed the pump to the correct concentration which had been programmed incorrectly at a previous session.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).